Event description:
For one patient sample, initial sodium result of 114 mmol/l and initial potassium result of 3.6 mmol/l. Same people repeated recovered 137 mmol/l for sodium and 4.3mmol/l for potassium. Initial results were not reported. The field service representative determined there was a problem with the ise valves, sample syringe assembly, and ise degasser. The instrument was repaired.